Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the needle broke. The following was translated from chinese to english: on (B)(6) 2023, the nurse was following the doctor's advice to insert an intravenous indwelling needle for the child. When using the indwelling needle, the nurse found that the needle of the indwelling needle was broken and the puncture could not be performed. The nurse immediately replaced the closed intravenous indwelling needle with a new one, and re-intubated the child.

Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 2223581. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the needle broke. The following was translated from chinese to english: on (B)(6) 2023, the nurse was following the doctor's advice to insert an intravenous indwelling needle for the child. When using the indwelling needle, the nurse found that the needle of the indwelling needle was broken and the puncture could not be performed. The nurse immediately replaced the closed intravenous indwelling needle with a new one, and re-intubated the child.

Manufacturer narrative:
E.1. Initial reporter phone (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.